Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site, the pod's cannula was found bent. The patient also reported insulin leaking while wearing the pod. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed an 0x18 alarm occurred, indicating the pod's reservoir was empty. The reservoir was confirmed to be empty during fluid path testing. Timeouts were observed at the end of runtime due to the position of the plunger at the bottom of the empty reservoir. The fluid had no issues traveling the complete fluid path and no leaks were observed. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events.